Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a fiber optic sensor failure alarm. All attempts to resolve were unsuccessful. The customer was guided to connect a transduced arterial pressure (ap) to the console and unplug the fiber optic connector. This resulted in a functional ap for the console to operate and provide therapy as designed. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and underneath the attached sheath. The sheath was located at 44.7 cm from the iab tip. Four catheter tubing kinks were observed and located at 43.9 cm, 46.2 cm, 48.0 cm, and 76.5 cm from the iab tip respectively. No breaks in the fiber optic sensor were observed. A three-way stopcock and extender tubing were also attached to the iab. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, and extender tubing was performed and no leaks were detected. A sensory output test was performed on the iab and no pressure readings were able to be detected. The evaluation confirmed the reported problem. The sensor issue is being escalated to fiso supplier scar 21-f-scar-14 to determine a root cause. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).